Manufacturer narrative:
No specific root cause or defect was identified; however, it appears that the anti-lea was very weakly reactive. There is no specific action that users are expected to take to mitigate the reported device failure/malfunction other than to ensure that preventative maintenance is performed as indicated in the instrument instructions. No product or samples were returned to immucor to allow for further investigation. No instrument problem was identified. The immucor internal reference for the associated record is (B)(4).

Event description:
On (B)(6) 2025 a customer reported an unexpected negative antibody screen result with capture-r ready-screen 3 on an echo lumena instrument. Customer reported a hemolytic transfusion reaction was observed.